Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer had a blood glucose (bg) level of 258 mg/dl with a trace of ketones. And a correction bolus was delivered to address the high bg. The contact reported that the bg level was "common for the customer". Tandem technical support advised the contact to discuss the bg level with a healthcare provider.